Manufacturer narrative:
The device involved in the event has been returned for evaluation; however, the investigation has not been completed. The cause of the event has not been confirmed due to this. Once the investigation is complete, a supplemental report will submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that physician could not detach an implant coil during an embolization procedure. The coil was replaced with same type coil and the procedure was completed. Prior to the event, the physician placed the coil into the tumor and then attempted to detach the coil twice with the instant detacher, but the reported event occurred. It was unknown if the physician attempted to detach the coil using the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). The physician did not try to use a new instant detacher. The instant detacher will not be returned for evaluation as it was discarded. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 3.8mm x 4.5mm x 4mm located in the ophthalmic segment of the right internal carotid artery (ica). The patient¿s vasculature was normal in tortuosity and the blood flow was also normal.

Manufacturer narrative:
The axium coil was returned for evaluation inside of a (B)(6) box and within a yellow plastic bag. The contents of the plastic bag were removed. The axium coil was found to be partially inside of a dispenser track and within the opened axium coil outer carton. The instant detacher was not returned for evaluation as it discarded. During evaluation, the axium coil was removed from the dispenser track. The tack weld replacement (twr) crimps were found to be intact; however, the pushwire was found to be bent at approximately 1.0cm from the proximal end. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). The implant coil appeared to be stretched within the introducer sheath. The axium coil was pushed out from the introducer sheath for further evaluation without difficulty. Under the microscope, the coin was found to be located against the lumen stop with the shield coil present and with the implant coil still attached to the pushwire. The implant coil was found to be stretched with the polypropylene filament intact. All other subassemblies appeared to be normal and no other anomalies were observed. An in-house instant detacher was then used in an attempt to detach the axium implant coil from its pushwire. The implant coil did not detach; therefore, the pushwire was intentionally broken distal to the break indicator at the manual detachment location (via hypotube), and the release wire was pulled out form the broken location for evaluation of the coin. The axium implant coil detached as intended. During evaluation, the detach element was removed from the implant coil for further evaluation. The detachment element was found to be in good shape, and the detachment ball was found to be within specification = 0.0038" +/- 0.00010". The detachment ball was measured to be 0.0037". The coin was measured in 3 locations and was found to be within specifications. Specification dimensions for the coin are: @ 0.063mm: 0.063mm-0.089mm; @ 0.127mm: 0.075mm-0.105mm; @ 0.275mm: 0.086mm-0.108mm. Measured 0.068mm @ 0.063mm; measured 0.092mm @ 0.127mm; measured 0.095mm @ 0.275mm. The outer jacket was then removed. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. Specification dimension for the lumen stop inner fit ID is 0.00220" minimum, and for the lumen stop in ner fit ID is 0.0029" maximum. The lumen stop inner diameter (ID) was measured to be 0.00272". The retainer ring inner diameter (ID) was measured and found to be within specification. Specification dimension for the retainer ring inner diameter = 0.00455"+/- 0.00010 ". It was measured 0.00457". It is likely that the bend in the pushwire at the proximal tip prevented the pushwire from entering the instant detacher cap, and subsequently led to the failure of the axium implant coil from detaching from the pushwire. If information is provided in the future, a supplemental report will be issued.